Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in a different position than desired with navigation involved, although according to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or nerves) due to the screw position different than desired. After x-ray control, the screw was re-placed (position corrected) at the same surgery. The surgery was completed as intended. There was no negative effect to patient (neither due to undesired screw position nor due to delay of anesthesia of ca. 30 min to correct screw position). There are no remedial actions necessary, done or planned for this patient due to this issue other than the screw correction at the same surgery. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the undesirable screw position is a combination of the following contributing factors: the deviation of the drill guide position display in the navigation was most likely caused by an insufficient visibility of the instrument reference to the navigation. Continuing with such an instrument display while trying to compensate for a display deviation during navigation is neither a suitable nor a reliable technique. Further: different disposable reflective marker spheres (drms) than the marker spheres validated by brainlab have been used by the hospital. Brainlab has not validated these marker spheres used in conjunction with the brainlab navigation system, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer, that: the operating room setup must allow good visibility of references to the navigation. If a display deviation of an instrument is noticed in the navigation, to not continue to use the instrument with navigation, but to resolve the accuracy issue. How to adequately resolve such an accuracy issue of an instrument display with the navigation. Brainlab has not validated the marker spheres used by this hospital in conjunction with the brainlab navigation system, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres.

Event description:
An open surgery on the spine for a stabilization (fusion) of c7-th1-th2 with 6 screws was performed with the aid of the virtual display by the brainlab navigation. The patient suffered from a laryngopharynx carcinoma, and the vertebrae c3-c6 had previously been stabilized for this patient. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array to c7. Verified and accepted the registration of the current patient anatomy to the navigation (to the CT scan imported into and used by the navigation). Laminectomy was not performed. Verified navigation accuracy with the pointer on the patient's spine and accepted the accuracy achieved. Planned the placements of the screws with a navigated calibrated drill guide, and performed the drilling with this navigated drill guide for the k-wire placement. Noticed that the virtual display of the drill guide position in the navigation was not as accurate as desired, nevertheless continued with this instrument while trying to compensate for the display deviation during navigation. Placed the k-wires and the corresponding cannulated screws with not navigated tools. Performed a verification x-ray and determined that 1 of the 6 screws was not placed as desired: the left side screw in th1 was placed about 2mm higher (in head direction) than intended. Corrected the position of this pedicle screw during the same surgery, with the use of navigation. Completed this surgery as intended. According to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or nerves) due to the screw position different than desired. After x-ray control, the screw was re-placed (position corrected) at the same surgery. The surgery was completed as intended. There was no negative effect to patient (neither due to undesired screw position nor due to delay of anesthesia of ca. 30 min to correct screw position). There are no remedial actions necessary, done or planned for this patient due to this issue other than the screw correction at the same surgery.